Event description:
False negative on in vitro diagnostic device: customer reported no diagnostic material on cellient cell blocks. The cell block was malignant on traditional cell block and thin prep non gynecological instrument, but the cellient blocks had not diagnostic material. Customer's email stated that they had one specimen in particular that had tumor cells all over on the thin prep instrument, but nothing on the cellient. The email also stated "we are processing the cellient. The email also stated "we are processing the cellinet block first and then the thinprep using the same vial to get maximum yield on the cellient. When I pulled the vial in this case, there was a lot of material in the preservcyt vial, but instead of making a cellient we did a conventional so we would not lose the specimen we had. The conventional had groups of tumor cells.

Manufacturer narrative:
Device being evaluated.